Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons are leaving pieces in my vagina [foreign body in reproductive tract]. External material falling off [device breakage]. When I pull the tampon out I can see the external material falling off [complication of device removal]. Case narrative: consumer reported via email that pieces of the tampon were left behind in the vagina. No serious injury was reported.

Event description:
Tampons are leaving pieces in my vagina [foreign body in reproductive tract]. External material falling off [device breakage]. When I pull the tampon out I can see the external material falling off [complication of device removal]. Case narrative: consumer reported via email that pieces of the tampon were left behind in the vagina. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampons are leaving pieces in my vagina [foreign body in reproductive tract] external material falling off [device breakage] when I pull the tampon out I can see the external material falling off [complication of device removal] case narrative: consumer reported via email that pieces of the tampon were left behind in the vagina. No serious injury was reported.